Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional and was near its end of life. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post operatively. Explanted will not be returned.